Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that the patient stated that her infusion device began delivering a bolus of around 23 units of insulin without having programed it to do so. She normally boluses 5 units of insulin at a time. The patient was able to cancel the bolus delivery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.